Event description:
The customer obtained erroneous accutni patient results above the normal range of the assay for three patients on the access 2 instrument. The customer contacted hotline for assistance in troubleshooting the event when the customer informed hotline they were questioning accutni results for three patients. The first patient's sample produced erroneously elevated accutni results within the risk stratification range of the assay. Repeat testing of the patient sample on the customer's secondary instrument produced a lower result within the normal range of the assay. The second patient's sample produced erroneously elevated accutni results above the ami cutoff. Repeat testing of the patient sample on the customer's secondary instrument produced a lower result within the risk stratification range of the assay. The third patient's sample produced elevated results within the risk stratification range of the assay, while repeat testing of the patient's sample on the customer's secondary instrument produced a lower result still within the risk stratification range of the assay, but outside of labeled accutni assay precision claims. It is unknown if any changes in patient treatment in connection to this event occurred. The customer had not received any updates regarding changes in patient care when contacted on (B)(6) 2012. The samples were collected in 13 x 75 lithium heparin tubes. The samples were centrifuged for 5 minutes at 4000 rpm at room temperature. Per customer, qc was performing within the customer's established ranges on the date of the event before and after the event. System checks performed on (B)(6) 2012 , both passed within instrument specifications. The customer indicated to hotline that they could not detect any evidence of an instrument issue that could be causing the event. The hotline dispatched on site service to assist in verifying and troubleshooting instrument hardware.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer investigated the event. The fse performed the following: minor pm to address the patient result issues communicated by the customer. Replaced precision pump and wash pump seals, the peri-pump tubing, the mixer bearings, and the pinch rollers. Perform passing qc within the customer's established limits. The fse observed small cracks in the precision valve fluidics manifold and the fse ordered and replaced the assembly. The fse also replaced an instrument dispense probe that the fse determined was not performing properly. The fse noted the probe was emitting a" weak spray " during wash buffer dispensing. The fse had problems with bubble formation from the wash pump and replaced the instrument precision valve and wash valve seals and the wash pump seal at the fluidics manifold. The fse primed the instrument fluidics and verify hardware performance by completing a passing system check and a passing high sensitivity system check within instrument specifications. Although hardware repairs were required during the service visit, the fse did not provide any definitive evidence to indicate a specific hardware component had caused the event. Therefore, the cause of the event could not be determined based on the supplied information.